Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had activated a pod the cannula had not deployed and the pods pink slide had not moved forward. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. The data showed that the first priming completed at pulse 37 and deactivation occurred at pulse 44. An 0x41 alarm and rotational sensor errors were present in the data. The device did not run enough pulses during the priming sequence to deploy the needle mechanism. The device was reset, connected to a pdm and programmed to deliver a 5-unit bolus. An 0x5c alarm and a rotational sensor error were present in the reset data. The needle deployed during the reset run. Under magnification, contamination was found on the commutator cap. Based on the data and visual inspection of the commutator cap, it was determined that this contaminant contributed to the reported symptom.